Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a product performance anomaly. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received indicating that this crt-d did not exhibit a product performance anomaly. This device has not been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a product performance anomaly. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.